Event description:
The customer reported hemoglobin (hgb) failures and low hgb control results, involving a unicel dxh 800 coulter cellular analysis system. The customer attempted to resolve the issue with beckman coulter (bec) customer technical support (cts), but was unsuccessful. There were no erroneous patient results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse cleaned foggy buildup from inside the hgb chamber (vc107) and replaced the hgb lamp to resolve hgb issues. The fse also flushed the flow cell, primed the volume conductivity and scatter, and performed optical alignment to resolve control failures. (B)(4).